Event description:
A bug landed on the patient's shoulder, causing her to jump and turn her head suddenly. She felt a pull and her stimulation changed. She also was not able to charge her implantable neurostimulator (ins). When she tried to line up the recharger with the pulse generator all eight boxes appeared, but did not fill in or turn back. The manufacturer's representative confirmed this problem and was unsuccessful getting coupling between the ins and the recharger. The boxes would not shade. The battery level was okay at that time. X-rays (date not reported) confirmed that the lead had migrated and the generator was flipped. The patient had surgery in 2008, to revise the lead and pulse generator. At a follow up visit approximately one week later the patient was getting good stimulation, but continued to have difficulties with recharging. All eight bars would appear on the recharger, but they wouldn't fill in. At a second follow up visit 2 weeks later the patient was getting good stimulation. When recharging, coupling occurred with six bars.

Manufacturer narrative:
.